Event description:
When rn started IV on pt, as she pulled out the needle portion, blood leaked from the middle of IV catheter "filter." She had to remove the entire catheter and re-insert another catheter.